Manufacturer narrative:
The gas delivery system (gds) was returned for failure analysis. Visual inspection of the returned part revealed no anomalies. The customer complaint cannot be verified during testing. The returned gds passed all testing. There was no fault found.

Event description:
It was reported that the unit had an error code - proximity pressure sensor failed. The unit was in use at the time of the reported event. There was no patient or user harm reported. Per the diagnostics performed by the engineer, the customer observed an error code 110b - proximal pressure sensor autozero failed. During onsite service, it was reported that error code 1008 was found in the error log. It was recommended that the gas delivery system should be replaced per the manual. The field service engineer (fse) replaced the gas delivery system, and the issue was resolved. The performance verification test was completed and passed.